Manufacturer narrative:
The device was received with the needle partially deployed. The slide insert was visible through the viewing window and the linkage assembly was not fully deployed. The formed needle was visible past the bottom housing in the exposed soft cannula. A leak test was performed on the fluid path and no leaks were observed in the soft cannula. No bends or kinks were found in the soft cannula either. After taking the top housing off, the needle mechanism fully retracted. The top housing was found to have score marks due to the misaligned linkage assembly, which is why the needle mechanism retracted when the top housing was removed. After investigating the needle mechanism, one of the mechanism rails was observed to be bent, causing the needle mechanism to not function as intended. The data shows no alarms, timeouts or drive stalls. No other damages or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to around 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also discovered that the pod was leaking. As treatment, the patient delivered a manual injection and activated a new pod.